Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 serial# (B)(6) product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the patient was having the lag issue again and an issue with the handset showing no pump response when trying to connect to the pump. This issue had been going on for the past week. They were guided through clearing the handset data and connecting to the pump but they saw no device found/no pump response. The patient repositioned the communicator and was able to successfully connect to the pump during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was lagging at 90% again. The agent guided the patient through deleting the data. The patient was able to connect to the pump without any lag. During the call, the patient said that last night they went out to a friend's house, and they got back a little late and they had set an alarm on their phone to do their last bolus, however they slept through the alarm and woke up at midnight. The patient said that they bolused at 12:02 am and a few hours later they checked the device and saw that they still had 8 boluses left for the day. They thought they would lose a bolus since it was past midnight, so they thought they would have 7 instead of 8 left. Bolus duration - 10 minutes lockout duration - 1 hr 30 mins bolus restriction window - 16 boluses / 24 hrs boluses per day - 8 boluses left today - 6 agent reviewed dri and considerations with the pt. They thought that the pump was set to mountain time zone or cst time zone. They believed the healthcare provider (hcp) did a time change on the pump, but that they thought that the pump was originally set for cst time zone. The patient will have hcp check pump settings at their next appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and baclofen via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported the 90% lag issue again. The patient stated they were allowed 8 boluses per day. The agent reviewed information and assisted the patient with clearing data on the handset. The patient would call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having a lagging issue on the handset. The agent walked the patient through clearing data and then the patient confirmed that the issue was resolved. It was noted that the troubleshooting steps that were taken on the call resolved the issue.